Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the abs-10063, broke inside the angel machine while spinning. This was during a prp injection. No prp was made from this spin and was not injected into the patient.